Manufacturer narrative:
Device evaluation: the ams700 ipp cylinders were visually inspected and functionally tested. A leak was present in cylinder 1 near the distal end of the cylinder body; this leak was consistent with sharp instrument damage. Cylinder 2 performed within specification. The allegation of a cylinder puncture was therefore confirmed. The ipp cxm inflate/deflate pump was visually inspected; no leaks were found. The ams 700 spherical reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. D4: model number: 72401110 lot number: 770831004 model description: pump cxm model number: 72400152 lot number: 768861005 model description: reservoir 65ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to a "cylinder puncture." A new ipp device was implanted. Additional information received states the perforation occurred while the device was in use. Due to the lack of saline in the device from the perforation the device malfunctioned. The physician found the perforation when he tested the device after explanting it. The patient was doing well following the surgery.

Manufacturer narrative:
Model number: 72401110. Lot number: 770831004. Model description: pump cxm. Model number: 72400152. Lot number: 768861005. Model description: reservoir 65ml.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to a "cylinder puncture." A new ipp device was implanted. Additional information received states the perforation occurred while the device was in use. Due to the lack of saline in the device from the perforation the device malfunctioned. The physician found the perforation when he tested the device after explanting it. The patient was doing well following the surgery.